Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that review of the remote home monitoring data found the estimated battery longevity decreased from 10 months remaining to six months remaining within a two week period. The patient would be scheduled for a device replacement procedure. To date, the pacemaker remains in service and no adverse effects were reported.